Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, visual and microscopic examination of this 2x4 embold soft detachable coil system revealed a stretched coil that was stuck inside the tip of a truselect microcatheter. Only the coil was received and had no coupler damage. The entire proximal portion of the device was not received. The complaint was not confirmed for issues related to a failure to separate; however, the complaint was confirmed for issues due to coil damage.

Event description:
It was reported that the coil was difficult to deploy, requiring a snare to remove. Two 2x4 embold soft detachable coil systems was selected for use during a bleed coiling procedure. During the procedure, the coil was difficult to deploy in the mild to moderately tortuous target location. Several attempts were made to deploy the coil, but difficulty was encountered due to small vasculature. It was noted that the pull wire/detachment wire was broken. A snare was used to retrieve the coil, and the procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that the coil was difficult to deploy, requiring a snare to remove. Two 2x4 embold soft detachable coil systems was selected for use during a bleed coiling procedure. During the procedure, the coil was difficult to deploy in the mild to moderately tortuous target location. Several attempts were made to deploy the coil, but difficulty was encountered due to small vasculature. It was noted that the pull wire/detachment wire was broken. A snare was used to retrieve the coil, and the procedure was completed with another of the same device. There were no patient complications.